Manufacturer narrative:
Device UDI: (B)(4). Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure via right-sided access, a 29 mm sapien 3 ultra resilia valve was intended to be advanced through a 16 fr esheath plus. Upon initial insertion, resistance was encountered while advancing the sheath into the patient. After the sheath was positioned, the valve and commander delivery system were introduced; however, the valve would not pass through the sheath. The physician withdrew the valve and attempted to advance it through the sheath again, but resistance persisted. The surgeon verified that the correct sheath size had been opened, and after confirming the intended size was used, another attempt was made to pass the valve through the sheath without success. The decision was then made to remove the sheath, commander delivery system, and valve from the patient. Upon removal, it was observed that the distal tip of the sheath did not properly open or expand. A new 16 fr esheath plus, commander delivery system, and 29 mm sapien 3 ultra resilia valve were then prepared and inserted. The valve was deployed without issue, and the patient outcome was stable. During subsequent imaging review provided by the operator, the distal tip of the sheath was found to be torn.